Event description:
A report was received that the patient underwent an explant because the device was not helping with his pain. The patient is reportedly doing well after the surgery.

Manufacturer narrative:
Additional suspect device components involved in the event: model: sc-2108-50m, description: linear lead (phase iiia), 50 cm; model: sc-2108-50m, linear lead (phase iiia), 50 cm.the explanted devices exhibited normal device characteristics. This is a final report.